Manufacturer narrative:
The t:slim x2 basal iq user guide states: change your cartridge every 48¿72 hours as recommended by your healthcare provider. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Customer reportedly used cartridge from old pump in the new pump, which is off label. Customer changed the cartridge to address the alarm. Customer's blood glucose was 203 mg/dl.